Manufacturer narrative:
Citation: bonnet et al. Association between aortic wall thrombus and thromboembolic events after transfemoral transcatheter aortic valve replacement. Jacc cardiovasc interv. 2024 jul 22;17(14):1680-1690. Doi: 10.1016/j.jcin.2024.05.033. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the aortic wall thrombus and thromboembolic events after transfemoral transcatheter aortic valve r eplacement. The study population included 641 patients who were predominantly male with a mean age of 83.1 years old. Multiple manufacturer¿s devices were implanted in the study population; 106 patients were implanted with a medtronic evolut r (n=90) or evolut pro (n=16) bioprosthetic valve. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients adverse events included: major vascular complication, bleeding, moderate to severe paravalvular leak, aortic wall thrombus, thromboembolism, ischemic stroke, valve migration, arrhythmia requiring permanent pacemaker implant, cardiac tamponade, aortic dissection, and conversion to open surgery. No further information was provided pertaining to medtronic products.